Event description:
The user facility reported static image on the monitor and the display ports to the hexavue custom room rack were not routing sources to cxps. No report of injury or procedure delay.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the avc-x and field monitor needed reset. The technician reset the avc-x and field monitor, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.